Event description:
It was reported that there was a flame with the tna device. Unknown if it was the tonsil or adenoid tip. No patient impact reported. (Oxygen percentage was 100%).

Manufacturer narrative:
It was reported that there was a flame with the tna device. Unknown if it was the tonsil or adenoid tip. The plasmablade device has not yet been returned to the manufacturer for evaluation.